Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by our japanese affiliate that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, upon removal of the 14fr esheath+ it was found that the transparent portion of the tip was damaged. The transparent section was torn along the boundary with the colored portion, with more than half of it torn. However, there were no missing fragments. Additionally, a kink was observed approximately 5.0 cm from the tip of sheath. Fluoroscopic imaging was used to confirm there was no vascular damage to the patient, and no injury was found. After the procedure, the physician reported there had been more resistance than normal when the valve had entered through the sheath. The patient had moderate tortuosity in the abdominal and descending aorta, it was considered possible that the tortuosity caused the kink of the sheath. The physician's opinion was that passing the valve through the kinked sheath may have resulted in increased resistance. The access vessel minimum luminal diameter was 7.7mm, there was mild access vessel tortuosity.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed empirically. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient factors, such as challenging anatomy (''moderate'' tortuosity reported) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.